Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an exit block and loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and there appeared to be a cardiac perforation. The lead was explanted and replaced, and the patient was stable following the procedure.